Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. A78022-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included psychiatric disorder nos, abdominal tenderness, lower abdominal pain, lumbar strain, sciatica, spinal stenosis, urinary tract infection, pyelonephritis, renal stone, adenomyosis and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal mycotic infection, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: current weight 311 lbs the right ostia had 5 visible coils and the left ostia had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram: on an unknown date: findings: there has been a cholecystectomy. There is mild diverticulosis in left colon. Impression- there is mild diverticulosis in the left colon, without radiographic evidence of diverticulitis. There has been a cholecystectomy. Hysterosalpingogram: on (B)(6) 2013: findings- there is complete occlusion. Impression: successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, back pain, abdominal pain. Lot number reported (a78022) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: report was ticked final, no new information is expected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received. This case is incident now. The previously reported event injury was replaced with abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:vaginal, pelvic pain, back pain, abdomen pain, plaintiff did not undergo an essure confirmation test. Event outcome was updated, event severity was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. A78022-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included psychiatric disorder nos, abdominal tenderness, lower abdominal pain, lumbar strain, sciatica, spinal stenosis, urinary tract infection, pyelonephritis, renal stone, adenomyosis and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: current weight 311 lbs the right ostia had 5 visible coils and the left ostia had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram - on an unknown date: findings:- there has been a cholecystectomy there is mild diverticulosis in left colon impression- there is mild diverticulosis in the left colon, without radiographic evidence of diverticulitis there has been a cholecystectomy. Hysterosalpingogram - on (B)(6) 2013: findings- there is complete occlusion. Impression- successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, back pain, abdominal pain. Lot number reported (a78022) is invalid. Most recent follow-up information incorporated above includes: on 5-feb-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. A78022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included psychiatric disorder nos, abdominal tenderness, lower abdominal pain, lumbar strain, sciatica, spinal stenosis, urinary tract infection, pyelonephritis, renal stone, adenomyosis and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: current weight 311 lbs the right ostia had 5 visible coils and the left ostia had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram - on an unknown date: findings:- there has been a cholecystectomy there is mild diverticulosis in left colon impression- there is mild diverticulosis in the left colon, without radiographic evidence of diverticulitis there has been a cholecystectomy. Hysterosalpingogram - on (B)(6) 2013: findings- there is complete occlusion. Impression- successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, back pain, abdominal pain. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received. Lot number were added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. A78022-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included psychiatric disorder nos, abdominal tenderness, lower abdominal pain, lumbar strain, sciatica, spinal stenosis, urinary tract infection, pyelonephritis, renal stone, adenomyosis and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: current weight 311 lbs the right ostia had 5 visible coils and the left ostia had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.5 kg/sqm. Computerised tomogram - on an unknown date: findings:- there has been a cholecystectomy there is mild diverticulosis in left colon impression- there is mild diverticulosis in the left colon, without radiographic evidence of diverticulitis there has been a cholecystectomy. Hysterosalpingogram - on (B)(6) 2013: findings- there is complete occlusion. Impression- successful occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, back pain, abdominal pain. Lot number reported (a78022) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.